Event description:
The customer contacted the company's customer experience team via sms text messaging to report that they had inadvertently inserted two discs and were unable to remove one of them. The customer was advised by the company's customer experience team to seek medical assistance for removal at a local urgent care. This was the first time the customer had used the device, and it had been in place for approximately 5 days by the time they sought assistance to have the device removed. In the customer's initial outreach, they did not report experiencing any adverse symptoms before, during, or after removal of the device. The company made three good-faith efforts to follow up with the customer via email in order to obtain additional information, however, the customer failed to respond. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.